Manufacturer narrative:
The investigation for the reported placement signal issue has been completed. The impella device has not been returned for evaluation. However, as the necessary clinical information was not provided and the device was not returned, the root cause of the placement signal issue could not be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted with cardiomyopathy was implanted with an impella 5.0 device for mechanical circulatory support. The complainant reported placement signal issues occurring during use of this device. The surgeon did note there was a little resistance past the anastomosis while inserting the impella. After removing the peel away sheath and advancing the repo sheath, placement was checked again and adjusted accordingly. No patient harm was reported.